Event description:
A customer reported to beckman coulter that the coulter lh 750 hematology analyzer leaked approximately 20 ml of cleaner during startup. The leak was contained within the drip tray. The customer was wearing a lab coat and gloves at the time of the occurrence. There was no report of injury or exposure to open wounds or mucous membranes, and the customer did not seek medical attention. There is an exposure control plan in place at the facility. No erroneous patient results were generated.

Manufacturer narrative:
A beckman coulter field service engineer (fse) inspected the instrument and noted that the source of the leak was the rinse cup in open vial mode. The probe wipe rinse cup was out of alignment. The fse replaced the probe wipe, and no further evidence of leaking was observed. (B)(4).